Event description:
It was reported in the new journal of urology that a study was conducted to investigate the incidence and risk factors of persistent lower urinary tract symptoms (luts) 1 month and later following convective water vapor thermal therapy (cwvtt) in men with luts secondary to benign prostatic hyperplasia (bph), using the rezum delivery device. For this study, patients with post-operative urinary tract infection as defined by positive urine culture with worsening luts, dysuria, and/or systemic signs of infection were excluded in aim of measuring the impact of the intervention on luts rather than infection. The data of 109 patients who underwent cwvtt at a single institution from november 2018 to may 2021 were retrospectively reviewed. Regarding postoperative complications, the study confirmed just 6 patients underwent a subsequent bph/luts procedure for persistent symptoms or due to necrotic tissue within the prostatic defect, these included turp, photovaporization of the prostate, and repeat cwvtt.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported in the new journal of urology that a study was conducted to investigate the incidence and risk factors of persistent lower urinary tract symptoms (luts) 1 month and later following convective water vapor thermal therapy (cwvtt) in men with luts secondary to benign prostatic hyperplasia (bph), using the rezum delivery device. For this study, patients with post-operative urinary tract infection as defined by positive urine culture with worsening luts, dysuria, and/or systemic signs of infection were excluded in aim of measuring the impact of the intervention on luts rather than infection. The data of 109 patients who underwent cwvtt at a single institution from (B)(6) 2018 to (B)(6) 2021 were retrospectively reviewed. Regarding postoperative complications, the study confirmed just 6 patients underwent a subsequent bph/luts procedure for persistent symptoms or due to necrotic tissue within the prostatic defect, these included turp, photovaporization of the prostate, and repeat cwvtt.